Event description:
It was reported that during an unknown procedure both devices would not fire. This is all the information the customer had at the time of the call. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: after squeezing the handle the clips would load but not clamp them shut. How was the case completed? Opened an er320 that worked without any problems and completed the case without incident.